Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the suction channel of the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie 4 using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc). Omsc obtained the result of microbiological testing by the user facility. As a result of the testing, the sample collected from the device tested positive for microbes (>100cfu/endoscope) including enterobacter cloacae, proteus mirabilis. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (1cfu/100ml). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.